Manufacturer narrative:
A good faith effort for follow-up was completed. The ipg 3058 remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg 3058. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function- bladder because it was reported the patient at one time could not urinate at all and then change programs and stimulation but then was unable to control urination at night or when they coughed. Reviewed for escalation to ncet and escalation was not required. The investigation of the ipg 3058 is inconclusive because the cause of the events and patient symptoms is unknown and it is unclear if the patient still has concerns or if the issue was resolve. The patient letter that was returned had multiple options marked so their remarks are inconclusive. Event is included in monitoring for known inherent risks as disclosed in product labeling. Concomitant medical products: product ID 3889-28, lot# va09fuf, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins) and that they were unable to control their urination at night due to a cough. This issue was noted as a recent change. The patient was currently on ¿zone 2 level 3¿ which worked fine and that ¿zone 1¿ tingled their spine. It was also noted that ¿zone 3¿ was almost the same as ¿zone 2¿ but worked better than 3. The patient stated that right after implant, they were on ¿zone 3 level 7 or 8¿ but could not urinate at all so they dropped it to 4. When it was dropped down to level 4 it seemed to work as far as ¿holding me during the day¿ but even at night it didn¿t work so they dropped it to 2 which worked very well during the day. It was noted that the patient had not tried program 4 but stated they would try increasing the stimulation or changing the programs. It was later reported the patient did not have concerns with their device or therapy and had night time control. It was also stated the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer representative. It was noted the patient had an appointment scheduled for (B)(6) 2014 and the patient also stated they had not sought further help. Additional information received reports the patient wanted to decrease stimulation. He was on program 3 at 2.7 volts. The patient successfully decreased stimulation down to 2.1 volts. Patient mentioned program 3 works quite well but every time he tries to lower stimulation he was not able to do it. The last 6-7 months the therapy works beautifully for 2-3 weeks after patient programs it and then it goes haywire. Patient had to reprogram it and decrease stimulation. He tried decreasing stimulation but he could not. He had been playing with it for the last 6-8 months. When implanted he was on program 1 for a while and it hurt his spine. Program 2 did not work. Program 3 worked fine. Program 4 hurt his bladder and he could not urinate. The patient was asked to provide the timeframe when he was on program 1,2,4. He could not remember them all. He has been playing with it for the last 8 months. A couple of times he turned therapy off and let his body to reorganize. The patient reported about 4 months ago he slipped in the bed, fell and hit his side. The patient said 'I missed it'. He bruised himself after the fall. After his body was healed and bruise went away the therapy worked fine for 2 months, no problem, it was fine, the patient did not leak, it was perfect. Then it went haywire again. He was trying to make it better so that he does not leak at night. Two months ago symptoms returned: leaking, bladder, urinate quickly. The patient was back to where he was before he fell. He had a hard time emptying his bladder at nighttime ever since implant was put in. Therapy never helped at nighttime. He sits on the toilet and tries urinating, he quits and sits a little more and he pushes and goes back to bed. During the day therapy helped. It worked beautiful for 2 months after the fall, it worked even at nighttime. But 2 months ago it went back to where he was before the fall. Right now he can go and in half an hour he has to go again. At nighttime, he goes to the bathroom every 2 hours since the implant was put in. Once in a great while he can get 3 hours instead of 2. He does not drink any liquids since 4 pm. The patient does not have enough fluids in his system. He currently has bladder infection. Bladder infection started a week ago. He went to hcp (healthcare provider) 4 days ago. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.